Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had a multiple air bubbles in the reservoir and tubing of the insulin pump. Customer's blood glucose was unknown mg/dl. The customer was advised to deliver a 5 unit fixed prime/fill cannula until air bubbles are no longer visible. Customer was advised to change infusion set. The customer was advised to monitor issue and call back if issue persists.